Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result was obtained on a patient's umbilical cord blood sample. The toxoplasma g results during pregnancy from an alternate laboratory were negative. The patient's serum samples drawn during patient's pregnancy were retested on the advia centaur xp and the results were positive. A negative toxoplasma g (toxo g) from the alternate laboratory was what was reported to the physician(s). There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00106 for a false positive advia centaur xp toxoplasma g (toxo g) result obtained on a patient sample. On 06/30/2015 additional information: the patient sample was received for further testing and investigation. The advia centaur xp toxoplasma g (toxo g) replicate test results were positive and negative with two different reagent lots and negative when tested on an alternate toxoplasma g test method. The patient sample was tested with a heterophilic block tube (hbt), run on the same two reagent lots and the results were positive. Based on the hbt positive results, there is no indication of a heterophilic interference, however the positive results were reproducible when run with the hbt, indicating a sample specific issue. The instrument is performing within specifications. No further investigation is required. (B)(6).

Manufacturer narrative:
The cause for the positive advia centaur xp toxoplasma g (toxo g) test result when compared to the negative alternate laboratory test method results is unknown. Siemens has requested the patient sample for further investigation. The instruction for use (IFU) under the limitation section states the following: "the performance of the advia centaur toxo g assay has not been established with cord blood, neonatal specimens, cadaver specimens, or body fluids other than serum or plasma, such as saliva, urine, amniotic, or pleural fluids." The instruction for use (IFU) under the interpretation of results states the follow: " anti-t. Gondii igg result : positive ; igm result: negative from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t. Gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection may have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis."